Manufacturer narrative:
Concomitant medical products: product ID: ilxch202085 stent, implanted: (B)(6) 2010; product ID: ilxch161685 stent, implanted: (B)(6) 2010; product ID: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, noise and high undefined impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.